Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 39 mg/dl. The customer¿s current blood glucose value was 73 mg/dl. Troubleshooting was dose for low blood glucose and over delivery. Customer has been treated with food. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.